Event description:
It was reported that the epidural catheter was placed for routine obstetric use. When the physician tried to remove the catheter, the catheter separated with a portion retained at l4-l5. There are no plans to remove the retained portion, since there are no pt complications.